Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a tremor patient with a rechargeable implantable neurostimulator (ins) who turned off their therapy at night said they couldn't turn their stimulation back on when the charge was less than 50%.